Event description:
Distributor received information that a pt with an automatic implantable cardioverter defibrillator (aicd) received multiple ocks. The dr. Performed an invasive eprocedure to evaluate the system and to replace the aicd for elective replacement indicators (eri). During the procedure the physcian was not able to identify an obvious problem with the leads. The physician elected to remove this lead and model serial number from service and implant a bipolar endocardial tined lead. Implant date 10/16/91. Removed from 12/9/94. Total implant time 37 months.0device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.